Event description:
As medication bag was being wasted by rn, the rn found that the medication from the old bag had 115 ml and that the pump indicated 172.3 ml.technical assessment by biomed: pump tested and found to be functioning properly. It delivered programmed volumes within the manufacturer's specifications. It was returned to service.